Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, peripheral neuropathy. It was reported that the desktop charger (dtc) was not charging the ins recharger (insr), that the dtc green indicator is illuminated, and connector pin looked normal. Additionally it was reported that the patient believed it was taking longer to recharge their ins. A replacement dtc was sent. No patient symptoms, and no additional device complications were reported for this event.